Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform occlusion and excessive no delivery alarm test due to the prime anomaly. However, the device passed the basic occlusion and displacement test. No motor error alarms noted. The motor passed the test. The unit had cracked display window, battery tube threads, and reservoir tube lip.

Event description:
It was reported that the customer was having high and low blood glucose for the past two months. The customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 300mg/dl. The customer was throwing up and felt sick. Troubleshooting was performed. The caller stated that the high pressure test failed the first time, and it alarmed motor error during the second test. The time, date, basal rates, and bolus wizard were correct. The drive support cap appears to be normal. Assisted the caller to run a manual prime and the insulin did exit. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.